Manufacturer narrative:
Update 12-dec-2023: root cause: the most likely root cause is considered to be the flexible flat cable to the front panel board. Upon its replacement, the issue no longer occurred.

Manufacturer narrative:
Investigation is ongoing.

Event description:
User reported difficulties switching the ventilator on. Multiple attempts, button holds, plugging it into the outlet etc. Were required until the ventilator could be switched on. It showed no errors and batteries were shown as full. The device was tested and logs were viewed, no technical failures or errors could be found in the logs for the time of the event. The device was removed from service pending repair. There was no patient involvement in this incident.